Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), device breakage ('fracture, breakage'), genital haemorrhage ('heavy bleeding'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('pregnant with essure micro-insert') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify confirmation test? No" and device ineffective "device ineffective". On (B)(6)2010, the patient had essure inserted. In 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pain, pelvic pain") and abdominal pain ("abdominal pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (she underwent a hysterectomy to remove the essure coils). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, device breakage, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device and weight decreased outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device breakage, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and weight decreased to be related to essure. The reporter commented: the plaintiff experienced pregnancy episodes in 2013 captured under the cases (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: pfs received reporter information was added. New event added abdominal pain, weight loss , abdominal pain, device monitoring procedure not performed. Outcome added pelvic pain, abdominal pain added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), device breakage ("fracture"), genital haemorrhage ("heavy bleeding"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("chronic pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (she underwent a hysterectomy to remove the essure coils). Essure was removed in 2018. At the time of the report, the device dislocation, device breakage, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, device dislocation, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced pregnancy episodes in 2013 captured under the cases (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), device breakage ("fracture"), genital haemorrhage ("heavy bleeding"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("chronic pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (she underwent a hysterectomy to remove the essure coils). Essure was removed in 2018. At the time of the report, the device dislocation, device breakage, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, device dislocation, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced pregnancy episodes in 2013 captured under the cases (B)(4). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.